Event description:
It was later reported that the patient denied complaints when evaluated on 2013-(B)(6). The patient was told to be evaluated by another physician for possible eol. No revision or replacement was done. The device system delivered fentanyl.

Event description:
It was reported the patient had a refill on the date of this report and was told end of life (eol) was approaching and the pump must be replaced by (B)(6) 2014. It was also reported the catheter dislodged after implant when the patient lifted his wife up and dislodged the catheter. It was noted the event was a few months after implant and the healthcare provider had to re-implant. The reporter was unsure if the pump and/or catheter were replaced. The drug in the pump was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).